Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "poor interfaces with connections". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the urine collection ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the nurse gave a lasix bolus to a patient, and about an hour later, the patient had bladder spasms and leaked a bunch around the catheter instead of it draining into the bag. Stated that they could see urine in the tubing, but it was stopped at the point where it was inserted into the side of the sensica machine. The nurse knew that this happened occasionally with the criticore machines, but that it usually drained when enough pressure was built up. According to the nurse, they ended up losing a large volume of uncharted urine, as well as the risk of injury or infection. Further they reported about another patient, who was given a lasix bolus, diuril bolus, and lasix infusion to achieve a urine output of 100 ml/hr. They were having little output until the nurse came in every 30 minutes and kept tipping and squeezing the tubing to get the urine to drain. The nurse then turned the patient over, disconnected the bag and tubing, turned off the power, and moved the sensica to the opposite side of the bed. When they reattached everything, it read the bag volume as 0% even though it had more than 500 ml in it, and it no longer read any volume as we tipped the tubing to drain into the bag. The nurse noticed a full 20 ml of fluid in the measuring apparatus and waited 5 minutes, but there was no added volume. The nurse tried reattaching the bag and tubing, but that did not help. They eventually emptied the bag and rehung it up, and it finally started reading again. The nurse did not know why this happened, but it very well could have led to increased diuretics because the volume was not being accounted for. Another nurse also noticed that the temperature on the sensica was reading 38.9 c, but the axillary temperature was 37 c. They stated that the patient was not febrile and was appearing to have a normal temperature to the touch. They also stated that they have heard from a couple other nurses as well that they have had readings close to 39 c when other measurements are reading closer to 37 c.

Event description:
It was reported that the nurse gave a lasix bolus to a patient, and about an hour later, the patient had bladder spasms and leaked a bunch around the catheter instead of it draining into the bag. Stated that they could see urine in the tubing, but it was stopped at the point where it was inserted into the side of the sensica machine. The nurse knew that this happened occasionally with the criticore machines, but that it usually drained when enough pressure was built up. According to the nurse, they ended up losing a large volume of uncharted urine, as well as the risk of injury or infection. Further they reported about another patient, who was given a lasix bolus, diuril bolus, and lasix infusion to achieve a urine output of 100 ml/hr. They were having little output until the nurse came in every 30 minutes and kept tipping and squeezing the tubing to get the urine to drain. The nurse then turned the patient over, disconnected the bag and tubing, turned off the power, and moved the sensica to the opposite side of the bed. When they reattached everything, it read the bag volume as 0% even though it had more than 500 ml in it, and it no longer read any volume as we tipped the tubing to drain into the bag. The nurse noticed a full 20 ml of fluid in the measuring apparatus and waited 5 minutes, but there was no added volume. The nurse tried reattaching the bag and tubing, but that did not help. They eventually emptied the bag and rehung it up, and it finally started reading again. The nurse did not know why this happened, but it very well could have led to increased diuretics because the volume was not being accounted for. Another nurse also noticed that the temperature on the sensica was reading 38.9 c, but the axillary temperature was 37 c. They stated that the patient was not febrile and was appearing to have a normal temperature to the touch. They also stated that they have heard from a couple other nurses as well that they have had readings close to 39 c when other measurements are reading closer to 37 c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.